Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient has leads that were fractured, which led to the patient getting their system explanted. The explant was undertaken at an unknown time.

Manufacturer narrative:
A patient's system was explanted due to inadequate therapy and inability to have MRI was reported to abbott. It was also determined the lead had fractures. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
MDR report number: mw5150770. It was reported that patient's system was explanted on (B)(6) 2023 due to inadequate therapy and inability to have MRI.